Event description:
It was reported that during an open colectomy procedure, the new open device was opened from a new package, with proper assembly procedure, an instrument error code occurs. After several testing and tighten the device with the handpiece with the torque wrench, the testing procedure complete, but sometime the 'long beep' occurred during activation. The surgeon tried the blade on the patient, 'long beep' occurred and the device could not work. The nurse tried to reassembly and testing again, and finally, the hs blade came off. The surgeon used diathermy to complete the procedure. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.